Manufacturer narrative:
As the lot number for the devices were provided, a lot history review was performed. The sample was not returned for one of the malfunction and is inconclusive for the reported issues; however, for the other malfunction, the sample was returned to the manufacturer for inspection/evaluation and the investigation is confirmed for device contamination and inconclusive for suction issue. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model ecp017g biopsy instrument allegedly experienced suction issue and device contamination with chemical or other material. The information was received from various source. This malfunction involved patient with no patient consequences. A (B)(6) years old female patient weighs (B)(6) kgs.